Event description:
Patient reported rupture and pain. Later, reported only cyst, implant without alterations confirmed via us. This record is for a right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain because the prosthesis is broken". This record is for a right side. Device remains implanted.